Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that two infusion sets fell off during use on (B)(6) 2026 and the infusion set was in use for one hour. The patient was experienced high blood glucose levels and treated with correction injection via multiple daily injections.